Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during an anterior repair procedure using a capio slim device, when the capio was deployed, the dart detached inside the patient. The physician tried to retrieve the dart using multiple instruments; however, it was too small to locate. The patient was then closed, and the dart was left inside. No other patient complications were reported.